Event description:
Healthcare professional reported a left side deflation and concern with the product. Healthcare professional later reported "plug strap separated" via rga checklist. Device has been explanted and replaced.

Event description:
Healthcare professional reported a left side deflation and concern with the product. Healthcare professional later reported "plug strap separated" via rga checklist. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: anxiety-product-procedure: unable to observe since it is not related to the device. Plug strap separated : observed separation. Deflation: observed opening device assessed as surgical damage. As per the investigation procedure crease was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation and concern with the product. The device has been explanted and replaced.